Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the cutter could not be secured in the mechanism, the device was overheating, and the locking pawls were damaged. It was further determined that the device failed pretest for cutter lock insertion, and temperature assessment. It was noted that the rotational speed and oil leak assessments could not be performed. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During service and evaluation it was determined that the device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.